Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the mid rca with 80% stenosis. The device was not inspected. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was used. It was reported that after the blood diluent treatment, the stent was sent to the lesion, but the stent could not pass through the lesion and stent deformation occurred in vivo during positioning. A strut of the stent was raised and therefore it was replaced by a non-medtronic device. No patient in jury reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Slight bends are evident on the shaft of the device which are consistent with coiling of the device for return. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.